Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, an abnormal sound was heard and the device was removed from the patient body. When the device was checked at the mayo table, the blade was broken off. As the device was broken off on the mayo table, it did not fall into the patient's body. No piece was left inside the patient. The doctor commented that the device might have touched clips a little. Another device was used to complete the procedure. There were no adverse consequences for the patient.